Event description:
It was reported that prior to starting a da vinci surgical procedure, the wire on the fenestrated bipolar forceps instrument was noted to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The conductor wires were intact and the other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.